Event description:
Customer reported to olympus, the evis lusera colonovideoscope had adhesive peeling off at the boundary between the operation unit and the shaft of the scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; irrigation error; due to a pinhole on jet tube, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip; adhesive on bending section cover and objective lens both had a crack; adhesive on bending section cover had white-clouded area; forceps elevator lever was deformed; adhesive around objective lens and light guide lens were peeled; plastic distal end cover had a dent; connecting tube, grip, and universal cord all had a scratch; and control unit had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection describes the methods for detection. Evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures describes the methods for prevention. Olympus will continue to monitor field performance for this device.